Event description:
It was reported that the patient presented to clinic for a routine follow up. Noise, low p-waves, and high capture threshold were observed on the lead. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.